Event description:
Notification received from distributor. Icup screened negative for coc. Sample shipped to clinical reference laboratory and was retested under dot and screened positive for coc. No additional information provided or available.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with bcd +50%, 3x cutoff control, all results were met qc specification at read time. No false results were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Device not returned.